Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2019-03149, 3006705815-2019-03151.

Manufacturer narrative:
The explant date should have been blank in follow-up number 2.

Event description:
Related manufacturer report number: 3006705815-2019-03149, 3006705815-2019-03151. Additional information received indicates that both leads were explanted and replaced. The issue was resolved post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-03149, 3006705815-2019-03151. It was reported that the patient was experiencing pain/discomfort at the lead site. As a result, surgical intervention was undertaken where in the leads were explanted and replaced. It is unknown at this time if one or both leads were replaced, so both leads are reported.